Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that the defibrillation coil was distorted, there were several distorted conductors, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant, the lead helix would not extend or retract after a repositioning. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.